Event description:
A malfunction alarm with code malf 9 was reported, but no notable events occurred prior to the issue. There was no reported adverse impact to the customer¿s blood glucose level. Customer support provided pump reset instructions, assisted the caller in resetting the pump, and confirmed the issue did not recur after resetting. Customer was advised to continue using the pump and to contact support if the malfunction reoccurs.